Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an insulin flow blocked. Customer stated that they experienced a high blood glucose and the blood glucose value was 338 mg/dl. Customer stated that the insulin did not exit. The customer declined troubleshooting for high blood glucose. The product will not return for the analysis.